Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not power up. An alternate device was employed for the procedure. The user reported that the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.